Event description:
Caller reported a cartridge alarm issue with pump, which did not cause blood glucose levels to exceed 500 mg/dl. The customer was advised by technical support to use a multiple daily injection (mdi) therapy as a backup to ensure continuous insulin delivery. Technical support is in the process of replacing the pump and provided guidance on steps to take upon receiving an out-of-warranty loaner pump, which will have updated software. Caller understood and acknowledged the instructions, but was unable to complete the necessary form immediately, so the case was left open for follow-up.